Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This condition was determined to have been caused by a severed screw head lodged in the gears preventing the gears from moving. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had system error 105. Any patient involvement, injury or medical intervention is unknown.